Event description:
Customer reported failure o the display on (B)(6) 2014. No patient harm was reported. After receipt of the unit, covidien service center confirmed a display failure on (B)(6) 2014; the unit's display was missing segments.

Manufacturer narrative:
(B)(4). Visual inspection by covidien of the front pcb board showed cracked and insufficient solder on the 7-segment from pcb board posts. The manufacture date of the device precedes a supplier corrective and preventive action taken by the manufacturer.